Event description:
Procedure type: lap sigmoid resection. According to the reporter: the procedure was successful, well formed donuts, well performed mobilization. Twelve hours post-operatively, signs of leakage were seen. At twenty six hours after the operation, a re-operation was performed and leakage through the staples in staple line was visible.